Event description:
It was reported that device detachment occurred. During unpacking of a 2.50mm x 12mm emerge balloon catheter, the balloon tip was bent and the device was noted to be fractured.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that device detachment occurred. During unpacking of a 2.50mm x 12mm emerge balloon catheter, the balloon tip was bent and the device was noted to be fractured.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. The returned product consisted of an emerge mr balloon catheter from boston scientific batch 28840085. The device was microscopically and visually examined. There was contrast in the inflation lumen and the balloon was tightly folded. The tip of the device was damaged and prolapsed.